Event description:
The hospital's clinical engineering received a hemopro device on his desk with a note, "defective. No pt effect. Used another kit to complete the procedure. Dr gupta, case surgeon." The reporter did not know who put it there or who would be familiar with the case. There was no other info available. Since the failure info was unclear, the incident was not identified as MDR reportable at this time. Maquet received the device on (B)(6) 2009. The visual inspection revealed that the hot and cold jaw boot insulations had melted. It was also observed that the cutter wire was burnt and had been lifted from the hot jaw boot insulation. Reset the MDR dt to reportable event for "melted silicon jaw boot."

Manufacturer narrative:
Investigation results: visual observation showed that the silicone jaw boots were burnt and melted. The tri-heater assembly was bowed and lifted away from the hot jaw. Resistance testing found the micro switch stuck in the open position when the toggle had not been activated. This open position tells the logic circuitry on the power supply to deliver electrical energy to the tri-heater assembly to the hemopro. The pre-cautery test results showed that the device immediately self activated without the toggle switch on hemopro handle being activated. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).